Manufacturer narrative:
Product available to stryker. An event regarding disassociation involving an exeter stem was reported. The event was confirmed following a review of the provided x-rays by a clinical consultant. A visual inspection was performed by the supplier. This noted the exeter v40 stem 44mm no 0 shows important scratches and impacts done during the use of the device and a coloration observed typically on explanted devices. A dimensional inspection was performed by the supplier. This noted the exeter v40 stem 44mm no 0 is dimensionally compliant with the the stem taper drawing number n°6264-9-999-c version b. All characteristics were not measured do to important damage on the stem taper. Function inspection: not performed due to the damage noted in visual inspection. Material analysis: not performed as reported event is not related to material integrity. Medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated. "This case needs more and better radiological information to solve. The current information is not adequate to establish a clear and certain failure mode." Review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Review indicated there have been no other similar events for the reported lot. A review of the provided medical records by a clinical consultant concluded that the case needs more and better radiological information to solve. The current information is not adequate to establish a clear and certain failure mode. No further investigation for this event is possible at the time. If additional information becomes available to indicate further evaluation is warranted this investigation will be reopened.

Event description:
Patient with stryker stem and head was booked for revision hip surgery on (B)(6) 2017. The surgeon¿s rooms advised me the case would be postponed to (B)(6) 2017 due to high inr. Patient admitted to emergency with reported hip dislocation. The femoral head had in fact dissociated from the morse taper of the stem and was dislocated posteriorly. Both the stem and cup remained well fixed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Patient with stryker stem and head was booked for revision hip surgery on (B)(6) 2017. The surgeon¿s rooms advised me the case would be postponed to (B)(6) 2017 due to high inr. Patient admitted to emergency with reported hip dislocation. The femoral head had in fact dissociated from the morse taper of the stem and was dislocated posteriorly. Both the stem and cup remained well fixed.